Event description:
It was reported that there was noise noted on the right ventricular (rv) channel of this pacemaker. This was discovered during the first system check since implant. The sensing and impedances were reported to be stable. The patient was sent for an x-ray. There was a suspected issue with lead insertion into the header. This has resulted in an increase in device follow-up. The patient was not pacemaker dependent. This product remains in-service.